Event description:
During omega twin hook surgery, the surgeon pushed the hook out by the t-handle. Afterwards, when the surgeon confirmed the x-ray, the hook was pushed out without curving. Therefore, the surgeon pulled back the hook and inserted the new pin. However, the new pin was also pushed out, without curving. The surgery was completed. The surgeon thinks that the patient's bone quality influenced.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During omega twin hook surgery, the surgeon pushed the hook out by the t-handle. Afterwards, when the surgeon confirmed the x-ray, the hook was pushed out without curving. Therefore, the surgeon pulled back the hook and inserted the new pin. However, the new pin was also pushed out, without curving. The surgery was completed. The surgeon thinks that the patient's bone quality influenced.

Manufacturer narrative:
Evaluation summary: the reported incident could be confirmed regarding the provided x-rays. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. However, the surgeon reported that he thought the patient's bone quality influenced. Therefore, a patient-device interface issue could not be excluded. X-rays were provided tour clinical expert, he stated: this is a typical surgical failure. After final insertion of the twin hook the hooks are deployed by turning the introducer handle clockwise. During this procedure, it is very important to press the twin hook medially towards the femoral head. Otherwise, the twin hook is pushed out (backed out) of the bone during deployment of the hooks resulting in a formation which is visible on the submitted x-rays. On the x-rays it is clearly visible that the patient's bone is quite dense. The position of the twin hook is too lateral. But, with this constellation the function of the device is assumedly still given. Please note the current op tech reads: it is important that the outer introducer handle is pushed forward when deploying the hooks, in order to prevent its lateralization. This case could be classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation.